Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), depression ("psych injury"), anxiety ("psych injury"), hypersensitivity ("allergic reaction"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed salpingectomy bilateral (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, hypersensitivity, urinary tract disorder, bladder disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the cystitis outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, genital haemorrhage, hypersensitivity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain,abnormal bleeding ,allergic reaction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif was received . New event pain, bleeding, psych injury, allergic reaction, urinary problem, bladder problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.